Event description:
It was reported that the patient presented to the hospital for a lead revision. The lead exhibited high, out of range pacing lead impedance and high capture thresholds. No visual anomalies were observed under diagnostic imaging. Lead was explanted and replaced. Lead fracture was observed at explant. There were no complications and the patient was in stable condition.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.